Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 01/18/2016 a medtronic representative performed a navigation system check-out, software test areas passed. Hardware test failed. Camera cycled intermittently. Issue was not resolved. 01/19/2016 a medtronic representative, following-up at the site, reported that the computer has been replaced and the camera cycling issue is back and exclusive to spine 2.1 software. Reported issue could not be replicated, even with the system remaining on overnight. Checked all of the internal connections and replaced the external camera cable. Return requested. Replacement ext scu to r/a psu cable shipped to site 01/19/2016. Medtronic investigation of returned suspect device finds that continuity testing reveals no opens or shorts. Functional testing successful. No fault found. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system camera cycling intermittently. The issue was not occurring in every procedure. Ran rev.14, however, only recognizes cranial, spine does not show up. No further details regarding this behavior were available. There was no patient present when this issue was identified.